Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: the device was checked by a technician. The device is in a used condition, several damages, corrosion and residue is recognized. The device is in working condition. The measuring beam and the plate are damaged, this most likely happened during disassembling with a screwdriver (improper handling). Therefore, the settings could not be checked and a cutting test was not possible. The two batteries that were used with the device was checked: battery 1: capacity: 100%. Internal resistance: 337m. Measurements: o.k. Battery 2: capacity: 78% (too low). Internal resistance 400m. Measurement: electronic defect. A review of the device quality and manufacturing history records was not possible, the lot number is unknown. Based on the information available as well as a result of the investigation, the root cause of the failure is most probably related to an insufficient maintenance of the device and improper handling. The device has not been sold since 2009, therefore a statistical analysis is not applicable.

Event description:
Country of complaint: germany. It was reported the device was not working intraoperative despite exchanging the battery. The patient had to be discharged from the anesthesia the operation could not be carried out. Components in use listed as concomitant devices are: ga646 / acculan ii nicd battery short (2).